Manufacturer narrative:
The patient/family was the initial reporter, so personal information was not entered. No information was captured as the customer's weight was not provided. The model # was not provided. This event is related to MDR # 1810909-2020-00032.

Event description:
The customer from (B)(6) reported that he performed comparison testing between blood glucose readings obtained on the contour next meter and contour xt meter. The customer obtained readings of 144 mg/dl, 156 mg/dl, 105 mg/dl, and 148 mg/dl on the contour xt meter versus 82 mg/dl, 87 mg/dl, 59 mg/dl, and 84 mg/dl on the contour next meter. There was no allegation of an adverse event. The customer was advised to return the test strips for evaluation. Replacement meter kit and test strips were sent to the customer.

Manufacturer narrative:
The customer returned the suspected contour next meter for evaluation. No test strips were retuned. It was found that the returned meter had units of measurement set in mmol/l, not mg/dl as indicated by the customer. The customer incorrectly read the units of measurement as mg/dl and misinterpreted readings of 8.1 mmol/l (~147 mg/dl), 8.7 mmol/l (~157 mg/dl), 5.9 mmol/l (~107 mg/dl) and 8.4 mmol/l (~152 mg/dl) as 81 mg/dl, 87 mg/dl, 59 mg/dl and 84 mg/dl respectively. When the readings obtained in mmol/l on the meter are converted to mg/dl, they match with the comparison readings obtained on the contour xt meter. Therefore, the meter was performing as expected. An in-house testing was performed using the returned meter with in-house contour next test strips from lot # 8lpeg02b, which gave satisfactory performance.